Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm and 3.5 cm right common iliac artery aneurysm. It was reported that the patient had their annual routine follow-up and it was discovered on the CT that there was a type iii endoleak, separation. The physician stated the cause of the event is unknown, however the type iii endoleak, separation was attributed to the patient¿s anatomy. The physician implanted an endurant 16x20x124 limb to treat the type iii endoleak, separation. No additional clinical sequelae were reported and the patient is fine.

Event description:
Film review analysis: review of cta¿s from 31-months post-implant and several still CT images revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the level of the renal arteries. The ipsi limb + extension limb were placed into the right external iliac artery, and the contra limb + extension were positioned into the left common iliac artery. Contrast was seen within the 8cm aaa; the contra limb extension had disconnected from the contra limb within the distal sac and there was a type iii separation endoleak. The distal od of the contra limb measured 17mm. The proximal end of the detached contra limb extension was 17mm and the distal diameter near the left iliac bifurcation was 25mm. Acute angulation was noted with the 2 detached limbs. The distal end of the contra limb was angulated 50deg l-r relative to the gate. The proximal end of the contra limb extension was angulated approximately 100 deg r-l and 50 deg a-p relative to the tortuous left common iliac artery, which acutely laterally angulated just beyond the distal aorta. Both limbs were patent. No additional stent graft issues were noted. The exact cause of the limb disconnection could not be determined. Earlier post-implant images were not available for review. The amount of component overlap at implant per the operative report was 3cm. It appears likely that the tortuous anatomy, as seen from the angulated left common iliac, would have contributed to the detachment. Component overlapping within the unsupported aneurysm along with possible aneurysm morphology changes also may have contributed.

Manufacturer narrative:
(B)(4).